Event description:
Pt right total knee replacement with on q pain pump placed subcutaneously post op. Thirty-three days later full thickness eschar debridement. Four days later split thickness skin graft to right knee wound.